Event description:
Paramedics monitored a pt's ECG using the 3-lead pt cable. The pt was diagnosed in third degree heart block. After a short period of time, the ECG display allegedly changed to show only vertical lines and the pt's ECG was no longer displayed. The operator attempted to use the device with disposable defibrillation/ECG electrodes, however the operator was reportedly not able to change the lead selection from lead ii and the printer did not function. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. The reporter indicated the pt did not require defibrillation therapy.